Manufacturer narrative:
The hillrom technician inspected the bed and found the CPR valve need to be replace to resolve the issue. Per the hillrom service manual the total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the hillrom maintenance records showed hillrom has not performed preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. This information was requested to the customer but not obtained. The technician replaced the CPR valve to resolve the reported event. Based on this information, no further action is required.

Event description:
The customer alleged that CPR lever did not lower the dorsal plate. The bed was located at the account. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).